Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implanted on: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode and dizziness. It was noted that the right ventricular (rv) lead exhibited high thresholds, high undefined impedance, leading to a polarity switch, high short interval v-v sensing integrity counter (sic) count and oversensing. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.